Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated, she was hospitalized for high blood glucose with a reading of 550 mg/dl. The customer also stated the insulin pump gave a no delivery message on the screen, but there was no audio tone. The infusion set was changed the same day of the hospitalization. Troubleshooting was performed and the insulin pump passed the required tests, but again, no audio tones were heard during the alarms.